Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.

Event description:
Reporter indicated a vns patient presented with an increase in seizures and not being able to sense magnet mode stimulation. The device was found to be reset to 0ma both normal and magnet mode. The patient has spent "almost the whole time after new year in the hospital due to very difficult seizure situation with 20-30 seizures a day." The patient's pre-vns seizure activity level is unknown. The patient's family cannot recall any situations where the child had been exposed to electromagnetic field that could have disabled the device. The patient was re-programmed to the desired settings. Good faith attempts to obtain additional information have been unsuccessful to date.